Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The system 5 dual trigger rotary handpiece was sent for service and during failure analysis it was noted that the handpiece ran on its own without user activation. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The system 5 dual trigger rotary handpiece was sent for service and during failure analysis it was noted that the handpiece ran on its own without user activation. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device had damage to the rear motor assembly. Run will occur if the damage causes an intermittent electrical contact in the motor flex strip circuit, causing the drill to remain activated.